Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump had minor scratches on the lcd window, a crack near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No compromised force sensor system alarm was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 70 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated they are receiving an compromised force sensor alarm. Customer stated they are unable to exit the preparing prime loop. Customer stated they are stuck in rewind complete/bolus delivery loop. The customer was assisted with rewind/fill tubing process. The customer pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer was advised the pump will need to be replaced.